Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex2060 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while doing an x-ray, they observed that a fragment of the wire was left in the patient. No other information was provided.